Event description:
It is reported that the diameter of the reamer is larger than standard by approximately 0.60mm. The standard is 16.50mm and this product is approximately 17.10mm.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. As part of the investigation of this complaint, mgmt in post market surveillance was made aware of a potential pt risk in 2009. At this point in the investigation, it can not be definitively determined that there is not a risk of serious injury if this malfunction were to reoccur on this device or similar devices, therefore this report is being filed. This report will be amended when our investigation is complete.